Event description:
Feeding pumps deliver inaccurate amount of programmed volume. Pump says its delivered the full amount but delivers 2 milliliters shy of programmed feeding amount. Attempted to use a different feeding pump but the same error occurred.